Event description:
It was reported that (1) cs6s was used with (1) hp052 during a unknown procedure. It was reported by the affiliate that the device would not coagulate. Opened another device to complete the case. No adverse pt outcome.